Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose level. The customer reported blood glucose level 17 mg/dl. The customer experienced symptoms such as vision was blurry, sweating, shaking and the customer passed out. The customer was treated with intravenous fluid and medicine. The customer was not wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.